Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes or was likely exposed to condensation, humidity, or water. The customer's blood glucose was 216-217 mg/dl. After removing the obstruction from the speaker holes, and replacing the cartridge the alarm cleared.